Manufacturer narrative:
The returned device was evaluated and upon investigation it was found that the backup battery could not hold a charge causing the date and time to be reset.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that on (B)(6) 2019 a patient was hospitalized for between 2 and 3 days with a diagnosis of high blood glucose levels an ear infection and a temperature of 105 degrees. As treatment at the hospital the patient was provided intravenous antibiotics as well as norad. The patient reports he is changing the batteries on the personal diabetes manager (pdm) every 2 days and has to reset the clock. The patient was released from the hospital with a prescription for citrodex in which was used for two weeks. Upon a follow up doctors visit the patient was prescribed 2 bottles of citrodex as well as long lasting insulin pens as back up.